Event description:
A report was received from USA indicating that the device experienced an error code that rendered the ventilator inoperable. The user facility reported that the device may have experienced the error code during pt use. The date of the event was not available. Though requested, no additional info was available.

Manufacturer narrative:
Technical service engineer (tse) informed the user facility that the breath delivery (bd) central processing unit (cpu) should be replaced. Upon completion of the investigation and repair of the device, a supplemental report will be submitted. (B)(4).